Event description:
A pasv PICC custom kit was placed for therapeutic purposes in 2004. On a separate occasion, a leak developed between the catheter and the hub. This was the result of a fracture on the extension tube. A second fracture was noted distal to the suture wing.